Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Event description:
Boston scientific received information that this implantable right ventricular (rv) lead experienced intermittent loss of capture and undersensing. This patient has conducted atrial fibrillation resulting in a varied ventricular interval. The sensitivity was decreased which resolved the issue. Currently this lead remains implanted and in service. No adverse patient effects reported.